Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Event description:
It was reported that approximately 13 days post-implant of a bifurcated device and infrarenal aortic extension the left iliac limb of a bifurcated device was occluded. At the time of initial implant, the patient had severe calcification and narrowing of the distal aorta and proximal common iliac. Reportedly, the patient presented in the emergency room with cold leg. An angiographic image revealed the left limb of the bifurcated device had thrombosis. The physician elected to perform a femoral-femoral bypass to address the occlusion. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Based on the review of lot records/ work orders and prior reports, no issues with the lot were noted. Actual device and medical records were not avaiable for review. The product labeling has been reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, no root cause could be determined. No conclusions could be drawn.